Manufacturer narrative:
Method: actual device not evaluated. Additional manufacturer narrative: although there have been attempts to receive further information regarding the event, no additional details were provided and the device was not returned to edwards for analysis, as it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that six (6) years, eleven (11) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. A 29mm transcatheter valve was implanted and there were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received additional information that this 29mm surgical valve had a transcatheter valve implanted (valve-in-valve) due to prosthetic mitral valve stenosis. The patient was felt to be prohibited risk for traditional valve replacement; therefore, a 29mm transcatheter valve was implanted. Initial analysis of the transcatheter valve revealed mild-to-moderate mitral insufficiency of the stent; however, after approximately ten (10) minutes, this diminished to trivial. The patient tolerated the operation well and was transferred back to the intensive care unit in critical but stable condition. The patient was later discharged on post-operative day #7.